Manufacturer narrative:
Lot number: corrected from 0032134312 to 0031989166 expiration date from 08/01/2024 to 07/10/2024. Device manufacture date from 08/02/2023 to 07/11/2023. The device was returned for analysis. Visual inspection revealed the sheath kinked. Impedance test shows an electrical open proximal wave form between 150 to 160 cm from the distal housing. A kink in the sheath can occur in the procedure during advancement maneuvers inside the vessel and into the interest area, in this process, the friction between the catheter and the lesion creates a force that opposes the movement of the catheter, if the pushing force from the user and this opposing force caused by the friction, are not parallel to each other, the sheath could bend and consequently collapse into a kink. All compiled information on this investigation determines that the most probable cause is: cause traced to device design.

Event description:
It was reported that the procedure was cancelled due to a device issue. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the screen went black and they were unable to view anything. The catheter was removed from the patient, and due to this the procedure was cancelled. There were no patient complications.

Event description:
It was reported that the procedure was cancelled due to a device issue. The target lesion was located in the right coronary artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the screen went black. The catheter was removed from the patient, and due to this the procedure was cancelled. There were no patient complications.